Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficult to insert the guide wire/ lumen blockage could not be confirmed as the returned guide wire used in the procedure and proxy were backloaded through the sheath without resistance noted and dissection confirmed no damage or misplacement of the seal valve. The reported difficulty appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Device not returned. The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of returned device for analysis a conclusive cause for the reported difficult to insert/ lumen blockage could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, "the proglide device could not be advanced on the guide wire to be positioned in the access site because its lumen was obstructed". The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. As the name of the physician was not provided, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.